Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746 46).

Event description:
It was reported, the patient had a lack of pain control. It was reported that the patient had a trigger point injection to the area of pain. It was reported, the device hurt the patient when they turned it on. The stimulator had been adjusted six times and the patient was having the device removed.